Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated in the afternoon he was feeling sick. At 4:36pm, he took a blood test with his contour next link. The result was 125 mg/dl. Based on this reading he thought his blood glucose level was ok. After a few minutes, his wife called an ambulance because he was sick, confused, with erratic behavior and sweaty. When the emt arrived, he took a blood test and the result was 28 mg/dl. He was given glucagon emergency kit for low blood sugar and glucagon for injection (rdna origin) 1 mg (1 unit). The strips were not expected to be returned for evaluation. A new meter was sent to the customer.